Event description:
The hcp reported that the patient's pump showed a tube set error when interrogated. The error message was dated approximately 10 weeks prior to the pump interrogation. The logs showed a motor stall had occurred two days prior to the tube set error message. The patient had an MRI done, but was not showing any symptoms that the pump had not been delivering medication over the past 10 weeks. The pump was updated and when interrogated again it showed the motor stall had recovered. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine.

Manufacturer narrative:
It is unclear as to whether or not the pump had been interrogated after the MRI procedure per the manufacturer's instructions.